Event description:
Olympus medical systems corp. (Omsc) was informed that the doctor inserted the stent into the patient without any problem. However, the patient expressed pain four months after and came to hospital again. The doctor performed endoscopic retrograde cholangiopancreatography (ercp) and found that the stent migrated into the common bile duct. The flaps at the duodenal side broke and he thought that this breakage probably led to the stent migration. The doctor could retrieve the stent by using grasping forceps. Patient left hospital after stent retrieval.

Manufacturer narrative:
The subject devie was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.